Event description:
Information received by medtronic indicated that the insulin pump got wet and was not working. Customer stated that insulin pump had cracks. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Patient returned pump for an alleged moisture damage and cosmetic damage a the back of the case observed on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. The thus software was unsuccessful due to a flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked case (battery tube), and pillowing keypad overlay. Flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1 and pcba 2. Customer alleged cosmetic damage located at the back of the pump was confirmed by visual inspection. Unable to download confirmed due to flashing medtronic logo.